Event description:
A (B)(6) old male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor was found to have defective ram chips (u100 and u101). The sdram components are bga parts on the monitor's c/a board, which load the flash memory. The root cause for the defective chips cannot be positively determined, but is likely due to random component failure. No adverse event resulted from the defective ram chips. The patient received a replacement monitor.